Manufacturer narrative:
(B)(4). Date sent: 5/28/2026. D4 batch#: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? Did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure during an unknown procedure the ¿replace instrument¿ alert screen was displayed. And then titanium tip broke off. Changed another one to complete surgery. No additional information can be provided.